Event description:
Through journal article titled "breast implant-associated anaplastic large cell lymphoma (bia-alcl) in poland: analysis of patient series and practical guidelines for breast surgeons" reports for unknown side a diagnosis of bia-alcl as patient experiencing moderate breast edema & breast seroma, breast pain, shape deformity as capsular contracture baker grade unknown, and implant rupture. The article does not specify the histopathological marker cd30+ and alk-. However, the authors used the who criteria, detailed in the article. Therefore, lymphoma-alcl is the appropriate coding term to be used. Device has been explanted. Patient has been treated with bilateral capsulectomy with implant removal adjuvant chemotherapy.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f15, f2203, f2303. Continued e1 (facility name): (B)(6) hospital. Date of alcl diagnosis: (B)(6) 2016. The events of lymphoma-alcl ,seroma, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, seroma, capsular contracture baker grade unknown, rupture . Article citation: pluta p, giza a, kolenda m, et al. Breast implant-associated anaplastic large cell lymphoma (bia-alcl) in poland: analysis of patient series and practical guidelines for breast surgeons. Archives of medical science. 2023;19(5):1243-1251. Doi:10.5114/aoms.2020.100637.